Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously discharged a patient. No patient harm occurred. The patient was being monitored on a transmitter. Nihon kohden technical support (nk ts) requested the cns log files from the customer. Nk ts is working on resolving the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: the following device was used in conjunction with the cns. Transmitter model #: zm-530pa. S/n: (B)(4). Approximate age of the device: 44 months. Device manufacturer date: 04/18/2016. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously discharged a patient.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously discharged a patient. The patient was being monitored on a telemetry transmitter. Nihon kohden technical support (nk ts) requested the cns log files from the customer. No patient harm or injury was reported. Investigation summary: the customer indicated that the patients were in zm-530 transmitters. The cns logs were reviewed. It was confirmed that three (3) zm transmitters were discharged, however, there were no logs of manual discharge coming from the cns. Since zm devices could not discharge themselves, and there were no manual discharge logs coming from the cns, it was concluded that the devices were discharge by another nk device (i.e., rns). Further information was requested from the customer, regarding whether the customer was monitoring the zms on the rns, but no response was received. A review of the history of the serial number identified no further recurrences of this issue. Based on the available information, a definitive root cause could not be identified. However, it is likely that the zm devices may have been discharged from an rns.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously discharged a patient.